Manufacturer narrative:
One connector filter was received for evaluation. Visual inspection of the device found the retention edge of the collar slightly crushed. It was confirmed that the return part of the flat filter was crushed and became flat. The problem source however has been determined to be unknown.

Event description:
During the use of the product, the yellow swivel collar got detached, causing leakage of medical fluid to occur. No patient injury.